Event description:
It was reported that a smiths medical cadd solis vip pump exhibited a "cassette attached error". No patient harm has been reported as of this time.

Manufacturer narrative:
B5: additional information received and attached from customer via email dated 17-sep-2021: the event occurring during bench test. There was no patient involvement. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was intact, minor scratches on lcd lens screen and a bubbled dso (downstream occlusion sensor) seal. The customer stated problem was duplicated. Cassette not attached properly error alarm was duplicated and repeated multiple times. Replaced dso sensor for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.